Manufacturer narrative:
(B)(4). (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. During photographic inspection, a leak from the vented hole at the end of the millipore filter was observed. The reported condition was verified; however, the cause was determined to be a defective part received from an external supplier. Notification has been sent to the supplier. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked. The leak was observed coming out of the filter; however, no visible crack could be seen. The device was filled with an unspecified amount of etoposide. This occurred eight hours into the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.